Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient stated based on the cgm value of 200 mg/dl, they dosed 7 units of insulin. She later fainted and her husband called paramedics. The paramedics took a bg reading which was 20 mg/dl; however, the cgm reading was 200 mg/dl. The patient was unconscious and went into a seizure. She was treated with an unspecified IV and taken to the hospital by ambulance. She drank fluids and ate some peanut butter and crackers. No further medication was given at the hospital and she was sent home. It was reported that the patient arms were injured; however, no further details were provided. She was feeling better at the time of the report the following day. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.